Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient experienced a loss or change of therapy in (B)(6) 2016. The patient also had a shocking sensation down their right leg. The patient felt stimulation and wanted to decrease stimulation. The patient's stimulation was on set at 0.6v on program 4 and the patient decreased to 0.5v. There were no trauma or falls related to the issue and no recent medical tests or emi environmental exposure. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.